Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room for high blood glucose of 369 mg/dl. It was stated that when the customer's glucose level dropped she was released. Troubleshooting was performed. The time, date, daily totals, basal, and bolus history were correct. Ran a fixed prime and the insulin did exit. It was stated that the customer changes the infusion set and reservoir every three days. The customer did not have a tubing clamp available to perform a high pressure test. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.